Event description:
It was reported that the bd phoenix¿ ast indicator solution had an insufficient amount of indicator on the panel. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: "phoenix issues ¿insufficient amount of indicator detected on panel¿ alarm on 5 panels"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further review, this complaint was found to be for panel abort due to insufficient indicator. This is not a reportable event; therefore, the MDR will be cancelled. After further evaluation of the complaint, it has been determined that the previously submitted report # was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that the bd phoenix¿ ast indicator solution had an insufficient amount of indicator on the panel. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: "phoenix issues ¿insufficient amount of indicator detected on panel¿ alarm on 5 panels."